Event description:
It was reported an issue with monosyn suture. The client reported that after opening the new box of monosyn, article number (B)(4), lot 3413l5, they found that on 2 pcs needle was detached from the thread. No patient involvement.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there is one previous complaint of this code batch, closed as not confirmed. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received for analysis 6 closed samples and 2 opened and unused samples with the needle detached from the thread (thread is still wound on the pack). Tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the samples received are 0.38 kgf in average and 0.01 kgf in minimum. The results do not fulfill the european pharmacopoeia (ep) requirement for average and minimum. Ep requirements: 0.46 kgf in average and 0.23 kgf in minimum. In 4 of the closed samples received, the needle is already detached from the thread when opening the pack. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 1.01 kgf in average and 0.71 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.46 kgf in average and 0.23 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly because closed samples received show that the needle escaped from the thread. Final conclusion: considering that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.